Event description:
Pt's skin temp reading 36.4 (97/.6) axillary temp 97.2 down from 97.6 one hour prior. Incubator heater display not increasing despite pt's low temperature. Pt placed in new incubator and temp increased to 98.4 axillary with skin prove reading 37.0